Manufacturer narrative:
The impella device was not received from the customer. And therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported, a 61-year-old male undergoing percutaneous cardiac insertion surgery. Was implanted with an impella cp device for mechanical circulatory support. While the patient was on impella support, the device experienced low pump flow. From what was alleged to be a thrombus. The device involved with this incident had to be explanted. And a new one had to be implanted in its place.

Manufacturer narrative:
The investigation into the low pump flow and the thrombus has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, suction alarms observed at higher p-level with low flows and p-level reduced per auto suction response. No motor current spike was found per logs. The cause of the low pump flow issue was most likely patient condition related with suction alarms observed at higher p-levels and reduced p-level with low flows during entire case run per log review.